Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect/ missing translation; missing instructions; vendor/printer error. However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a few instances (etc ((B)(6) 2024), etc ((B)(6) 2024), etc ((B)(6) 2024)) where a latex sensitive patient received the latex catheter and had a reaction. They believed they did need a latex free option for those specific circumstances, but their thoughts were that this should not be generally available to prevent people from using the latex free catheter accidentally. If they recalled, the packaging was not significantly different, and they feared people would not see the designation when in a hurry. It was unknown what medical intervention was provided for reaction. Per additional information received via email on 23apr2024, it was reported that as for the reactions, each patient had several severe medical issues was going on simultaneously, so it was hard to decipher if the reaction was worsened by that or if it was from the latex. Each patient did have a documented a latex allergy, but they could not say with certainty how severe their reaction was, if there was one at all, based off their medical status.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a few instances (etc ((B)(6) 2024), etc ((B)(6) 2024), etc ((B)(6) 2024)) where a latex sensitive patient received the latex catheter and had a reaction. They believed they did need a latex free option for those specific circumstances, but their thoughts were that this should not be generally available to prevent people from using the latex free catheter accidentally. If they recalled, the packaging was not significantly different, and they feared people would not see the designation when in a hurry. It was unknown what medical intervention was provided for reaction. Per additional information received via email on 23apr2024, it was reported that as for the reactions, each patient had several severe medical issues was going on simultaneously, so it was hard to decipher if the reaction was worsened by that or if it was from the latex. Each patient did have a documented a latex allergy, but they could not say with certainty how severe their reaction was, if there was one at all, based off their medical status.